Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to myopotential oversensing were observed. Further testing and programming changes were recommended. The patient was discharged in good health.